Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope mount was rattling, the axis was misaligned due to stress applied to the scope mount and the main unit is malfunctioning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited rattling of the scope mount and the main unit is malfunctioning. There was no patient involvement.